Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: black box data shows evidence of short battery life with a voltage drop on (B)(6) 2015 at 04:36. A low battery warning followed the voltage drop at 06:37..2. Pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten. Battery compartment cracks observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment and underside of battery cap. Current draws within specifications; a "battery life" issue was not duplicated during investigation. Leak test shows leak at battery compartment crack. Removed pump case and disassembled pump. No evidence of additional moisture contamination inside pump.